Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. This complaint is one of two for the same patient on subsequent dates.

Event description:
A peritoneal dialysis (pd) patient's daughter reported finding a fluid leak following the patient's discontinued treatment. The cycler had alarmed for a heater bag issue during fill 1. She canceled the treatment. When she opened the cassette door she found fluid had leaked from the cassette. The sample was discarded. During follow-up the patient's daughter reported that the patient's effluent has remained clear. No adverse event reported at this time.